Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and performed bicarbonate buffer test. The sensor passed per spec with accurate readings. The visual inspection found bent cannula. It was unable to be determined if the customer received sensor in said condition due to the customer returning the sensor opened and used.

Event description:
The customer reported via phone call that they are receiving sensor and calibration errors. The customer's blood glucose level at the time of incident was 158mg/dl. Troubleshooting was conducted. The customer's sensors are being replaced and returned for analysis.